Event description:
A tear in the leaflet was observed when trying final sutures. The valve was abandoned and a 21mm valve was implanted. Surgeon stated that he may have torn the valve while seating it. The valve was returned for anaylsis.

Manufacturer narrative:
H11. This manufacturers follow-up report is to provide the info from the user facility medwatch form that was received on 4/22/1997 (3 weeks after the manufacturers report was sent). A4 and f8 dates on the manufacturers report differs from the user facility report as the report was given to medtronic on 3/6/1997 by the sales rep. Request was made to the user facility for medwatch at that time, but not received until 4/22/1997. D6 on the user facility form contains incorrect model #, correct model # was sent on the manufacturers report. D9 on the user facility report is incorrect. The manufacturers report contains the correct info. E1 and f4 on the manufacturers report differs from the user facility report. Manufacturers report contains the name of the person who first reported the event to medtronic.